Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the distal external iliac artery with moderate tortuosity and mild calcification. During use with the 3.5 x 28 mm xience xpedition stent delivery system (sds), the balloon perforated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: implant date should be na. The device was returned with the stent implant; therefore, it was not implanted. Evaluation summary: (B)(4). The device was returned for analysis. The balloon rupture was unable to be confirmed however there was a tear in the shaft which is likely what was perceived by the account as the rupture. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.